Manufacturer narrative:
(B)(4).

Event description:
Patient suffers from crohn's disease and the treating physician is planning removal of the diseased terminal ileum and proximal colon for management of the crohn's disease. The capsule remains retained in the terminal ileum and the patient remains asymptomatic.